Event description:
Report received of "baclofen overdose" - patient taken by ambulance to hospital, went into coma and was intubated. Follow up with hcp at emergency center revealed patient exhibited decreased respirations, bradycardia and altered mental status. The patient's pump was aspirated with removal of 15.75 cc of drug-patient's pump had been refilled "a couple of days before." Patient was intubated and transferred to their normal site of care after they were stabilized. Follow up with hcp who regularly cares for patient and provides refills for the pump, revealed patient's pump had been refilled with a different concentration of drug prior to the event. A bridge bolus had been performed following protocol but resulted in the event. Hcp has reviewed actions and is uncertain how problem occurred. Patient is doing fine now and dose is being titrated to return to optimum therapeutic level.